Event description:
Reporter alleged obtaining discrepant blood glucose results of 260 mg/dl back to back with a result of 133 mg/dl when testing was performed within less than 2 mins apart on the advantage system. No report of any actions that were taken or treatment that was received. A request had been made for the return of the suspect product and replacement product had been sent.